Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/14/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. No product was returned for evaluation to determine the assignable cause of the breakage suture.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm if all 6 sutures reported to be broken during the same procedure? If yes, did all 6 sutures break intra-op=during use om patient? Or noticed to be broken pre-op= during handling /before use on patient? Any patient consequence? Was procedure completed successfully?

Event description:
It was reported that the patient underwent a biopsy procedure in 2019 and the suture was used for excision. During the surgery, the suture broke at spot along the blue nylon. There is no specific area of the body where breakage has occurred. There were no patient consequences reported.